Event description:
As reported by our edwards lifesciences affiliate in japan, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 20 mm sapien 3 ultra resilia valve, strong resistance was encountered when the delivery system with valve was advancing through the tip of the 14fr esheath+. Upon removal of the esheath+, distal tip damage consistent with a torn tip was observed. It was reported that no material was believed to have remained in the patient's body. Additionally, it was reported that the esheath+ was not torqued, and there was no difficulty during delivery system withdrawal or esheath+ removal. There was no patient injury, and the patient remained in stable condition following the procedure. Imagery was received for evaluation. Per imaging evaluation, the esheath+ distal tip was torn radially along the distal liner edge and axially. There was also high-density polyethylene (hdpe) stretching along the tears.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Imagery was received for evaluation. Per imaging evaluation, the esheath+ distal tip was torn radially along the distal liner edge and axially. There was high-density polyethylene (hdpe) stretching along the tears. There was tortuosity in the patient's left access vessel and abdominal aorta. Calcification was also present in the abdominal aorta. Subsequently, the device was returned for evaluation. Visual evaluation of the returned device revealed curvature on the sheath shaft and introducer, likely due to packaging. The esheath+ liner was fully expanded as designed. The distal tip was torn axially and radially. Hdpe and soft tip stretching were noted along the torn edges. All scorelines were present. The c-marker was also present. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and torn esheath+ distal tip were confirmed through evaluation of the returned device and provided imagery. Through investigation, it has been determined that esheath+ tip expansion performance may be influenced by patient specific anatomical factors, procedural factors, and manufacturing related variables. As part of this investigation, manufacturing evaluations identified opportunities for improvement that may further support consistent tip expansion, including under challenging anatomical and procedural conditions. Patient and/or procedural factors, such as challenging anatomy or non-coaxial advancement (tortuosity and calcification were present), may further exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.